Event description:
Per the clinic, the patient experienced recurring infections at the implant site. The device was explanted (B)(6) 2010, and there are no plans to reimplant as of the date of this report.

Event description:
Information received indicates the brakes not working. Found the brakes setting on the foot end only. The head end brake linkage was broken.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is not available for analysis. (B)(4).